Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad 17 sep 2019: (B)(4) has been reopened under (B)(6) due to receipt of pinnacle claim submission form and medical record. After review of medical records, patient was revised to address metal ion toxicity. Revision notes stated that fluid in the hip which was a serous-like brownish fluid was sent for cell count and culture. Some synovitis present in the hip. The femoral head was removed and there was some black staining around the taper. Added screws since these were removed. Doi: (B)(6) 2009, dor: (B)(6) 2016, (right hip).

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.